Event description:
It was reported that the pump was dropped and the touchscreen became cracked. There was no patient involvement as the pump was not used for insulin therapy. Failure investigation confirmed the reported issue and the touchscreen displayed an improper display of graphics.